Event description:
According to the reporter: post operatively, the suture did not dissolve. The patient complain skin closure stitches are sore, prickly and they are associated with redness and some pussy discharge. Patient status: unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.